Event description:
It was reported that when turned on, the programmer would hang up on the "please wait" screen for several minutes then go black. The issue was noted when the nurse returned with the patient, who was present for a routine check. The patient elected to return the next day and was successfully interrogated at that time with another programmer. The company representative was also able to duplicate the issue and tried to run the recovery disk, but the programmer still exhibited the same symptoms. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would "hang" at the "please wait" screen and then go black, and noted that an error message would generate. The software was reloaded to resolve. Analysis also noted the system fan was noisy, there was a pinched wire on the cable assembly to the media processing unit (mpu) board, there was cut insulation on the keyboard cable and the hard drive health was at less than 100%. All found defective parts were replaced. (B)(4).